Event description:
The lead and device were explanted due to oversensing and increased impedance. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Acticor 7 dr-t df4 promri. Upon receipt, the ICD was interrogated, revealing the battery status bos. The ICD was implanted for three months and six charging cycles were recorded to the icds memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right ventricular as well as the far field channel, leading to multiple charging cycles with shock deliveries. Therefore, a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied, and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached and the measured impedance values were normal. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular as well as the far field channel. However, a thorough analysis of the ICD proved the device to be fully functional. All measured impedance values were normal. Plexa promri s 65 the performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed that the welding point which connects the conductor cable of the ring electrode to the df4 connector ring 1 was found broken. This damage is assumed to be the root cause of the clinical observations. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. The reason for the broken welding point remains unclear.